Manufacturer narrative:
(B)(4): consumer trashed the toothbrush.

Event description:
Consumer reports that he "was brushing and the bristle plates came completely off the brush..." No injury was reported.